Manufacturer narrative:
The pump was received with cracked case at display window corner, battery tube threads, reservoir tube, broken belt clip slot, cracked display window. The test reservoir did not properly locking in the reservoir compartment due to reservoir tube lip broken off completely.(B)(4)

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states there was a crack on the mouth of the reservoir where the reservoir goes into the pump. The customer's blood glucose level at the time of incident was 135mg/dl. The customer states the device may have been bumped against something at work. The customer was advised that the device would be replaced and returned for analysis.